Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise as well as high impedances due to a conductor fracture. The physician opted to surgically abandon a portion of the lead and replace the system with a subcutaneous implantable cardioverter defibrillator system. No additional adverse patient effects were reported. The explanted portion of the lead has not been returned.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise as well as high impedances due to a conductor fracture. The physician opted to surgically abandon a portion of the lead and replace the system with a subcutaneous implantable cardioverter defibrillator system. No additional adverse patient effects were reported. The explanted portion of the lead has not been returned. Additional information was received indicating that the lead exhibited noise oversensing, as well as above 200 ohms shock impedance and above 2000 pacing impedance measurements. No additional adverse patient effects were reported. The explanted portion of the lead has not been returned.